Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row board cable was not properly positioned. The field service engineer reconnected the row board cable at the drawer controller end to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure. The customer reported that the malfunction arose when a user attempted to administer medication to a patient, leading to delay in the dispensing process. There were no adverse events or injuries reported based on this incident.